Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was determined the load sequence was not completed properly causing the customer¿s blood glucose (bg) level to go "high"; although specific value was not provided. Tandem technical support instructed the customer to finish the load process and insulin delivery was resumed. A correction injection was administered to address the high bg.